Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 instrument when compared to a non-vitros tsh method. The assignable cause of the event is unknown; however, an unknown sample interferent that affects the vitros tsh assay but not the non-vitros method cannot be ruled out. There was no indication the vitros 5600 instrument or the vitros tsh reagent had malfunctioned.

Event description:
The customer complained that a lower than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 instrument when compared to a non-vitros tsh method. Vitros tsh result: 0.072 miu/l vs non vitros tsh result 1.62 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient result was reported outside of the laboratory; however, no treatment was initiated, altered or stopped based on the lower than expected vitros value. There was no allegation of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).